Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant attempt, the helix of the lead deployed by itself while in the subclavian cross. The lead was hooked into the vein. After extracting it, the helix was damaged. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.